Event description:
The customer reported to an olympus endoscopy account manager that when the tjf-q190v scope (subject device) was removed from the patient, the single use distal cover (maj-2315) was not on the distal tip. The cover was discovered to have fallen off the scope towards the end of the procedure. The intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp). After it was noticed that the cover was missing, the physician went back down endoscopically to look for the cover but could not find it. The procedure was completed using a new cover with the same scope. There were no other devices replaced in this procedure. It is unknown if the edges of the cap were sharp and exposed when it fell into the patient. Per the physician, if it had fallen into the patient, it would have probably fallen into the patient's stomach. The nurse stated that the cover had been attached correctly to the scope. The physician alerted the patient that the cover had come off and informed him that the cover should pass through his system. The physician followed-up with the patient two days later and no complications were reported. The patient was without complaint.

Event description:
This report is being supplemented to correct b1. Corrected the manufacturer's information in d3. Added clinical code 2687. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.